Event description:
It was reported that the wake button was intermittently delayed in responding to presses and about 10 presses were necessary for display to activate. The customer's blood glucose level was 178 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had manual injections as backup therapy.